Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results for elecsys tsh assay and elecsys probnp ii immunoassay. Sample 1 initial tsh result 2.28 uiu/ml and the repeat result was 8.39 uiu/ml. The result from another site was 7.81 uiu/ml. Sample 2 initial result was 15.88 pg/ml and the repeat result was 373.1 pg/ml. The result from another site was 376.1 pg/ml. The patient was a (B)(6) male. The initial results were reported outside of the laboratory to the physician. The customer believed to results from the other site to be correct. There was no adverse event. The tsh reagent lot number was 26047101 with an expiration date of 31-mar-2018. The probnp reagent lot number was 22774802 with an expiration date of 31-jul-2018. The field service representative found there was a failed liquid level detection (lld) circuit. He replaced the probe and lld circuit boards. He ran performance testing and all values were within specification. Operational and mechanical checks passed and the customer ran calibration and controls with all values within specifications.